Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 48 mg/dl at the time of incident. Customer was using auto mode feature on insulin pump and treated with sugar juice and glucose tablet. Customer was alleging that the insulin pump was over delivering. It was also stated that the insulin pump was not working with the sensor. Customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and refer to back up plan per health care professional instructions. The reservoir will not be and insulin pump will be returned for analysis.